Manufacturer narrative:
The esu has not yet been inspected/tested [note: no anomalies were found in the review of the unit's device history record (DHR)]. However, no issues with the generator are expected. Specifically, no equipment problems were reported during the procedure and some of the intervention work was performed in a very thin walled area of the colon. As a result, it appears that during or upon the procedure, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. If problems are found with the esu upon its evaluation, a follow-up report will be filed.

Event description:
It was reported that a patient incident occurred during or upon a colonoscopy/mucosectomy with the electrosurgical unit (esu/generator). The esu was used with a boston scientific interject (ref m00518350, lot number 21447424) and cook snare asdb-15015-s. The settings used were not reported. The mucosectomy was performed in the cecum and ascending colon (a very thin walled area in the colon). Upon the intervention work, a perforation occurred and surgery was performed to resolve the issue. The esu was distributed to a hospital in (B)(6).